Manufacturer narrative:
No service was requested and no parts have been returned for investigation. No ventilator logs were provided. Since no parts or logs were provided, the root cause of the reported alarms for low o2 concentration has not been determined.

Event description:
Manufacturer's ref #: 242274.

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref # : (B)(4).